Event description:
Device malfunction: partially deployed stent. Malfunction: during unpackaging. Symptoms/ae: none. It was reported that while taking the device out of the package, the xpert stent was found prematurely, partially deployed. Reportedly, there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.